Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient samples when run twice on the simplexa covid-19 direct assay, but negative when repeated on two different competitor assays (thermofisher abi 7500 fast dx and the cepheid genexpert). Run analysis of the simplexa assay results showed one sample ((B)(6)) that resulted as follows: on (B)(6) 2021 @ 2109, instrument 111072: s gene (CT = 33.4), orf1ab (CT = 34.2), on (B)(6) 2021 @ 1521, instrument 1d0497: s gene (CT = 28.1), orf1ab (CT = 32.3). The customer stated they had a "strong positive" on the initial test and retest, but the results for this sample contradict that statement with results ranging from the s gene CT = 28.1-33.4 and orf1ab range 32.3-34.2 which indicates a the sample that is potentially near the limit of detection of the simplexa assay. The customer then repeated this sample on two competitor methods (thermofish abi 7500 fast dx and the cepheid genexpert). It is known that both competitor systems utilize extracted samples while the simplexa does not. The cepheid genexpert also has different targets (e gene, n2 gene) than the simplexa assay (s gene, orf1ab). The customer's device was not provided for investigation and it is unknown if the sample was contaminated prior to running the simplexa assay. Exp date: 09/30/21, dom: 3/5/21. Batch record review showed the critical component, reaction mix mol4151 lot# 10383n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for a previous complaint on 9/21/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. The device lot has since expired on 9/30/21 and any further investigation into the lot is not possible. This is the 1st complaint on mol4150 lot# 10326n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample when run twice on the simplexa covid-19 direct assay, but negative when repeated on two different competitor assays (thermofisher abi 7500 fast dx and the cepheid genexpert). The patient is a (B)(6) year old person being screened for covid prior to an operation. The sample was a nasopharyngeal swab but no transport media information was provided. The patient is currently in good condition with no patient risk factors. Treatment was not impacted by the incorrect results as the clinician doubted the positive results and repeated on the competitor assays. No alleged harm occurred. No other patient health information was provided.